Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient went back to the doctor with red cellulitis. The patient is very ill. The surgeon had to take out a specimen and did not put any suture back in again. Additional information was requested.

Manufacturer narrative:
Additional information - it was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Approximately six weeks following the surgery, the patient returned with cellulitis. The patient was returned to the operating room and the sutures were removed. The incision was reclosed with a different suture. The patient was treated with antibiotics. (B)(4).

Manufacturer narrative:
Conclusion: one returned specimen was received, which was examined under a stereomicroscope. Inside were several dried dark brown pieces of desiccated explanted material. The fragments appeared to be part of a larger explant prior to being desiccated and fractured. The extension was consistent with proteinaceous material. No evidence of vicryl was found in the returned explanted material.